Event description:
It was reported on (B)(6) 2026 a navitor vision was selected for implant. The device was implanted. Post-procedure a peripheral angiography of the right femoral artery revealed an extravasation of the vessel. A balloon angioplasty was performed, which resolved the extravasation. The user believed the extravasation was caused during the exchange of devices with the sheath used for pre-balloon aortic valvuloplasty and inserting the delivery system. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a hemorrhage/blood loss/bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported hemorrhage/blood loss/bleeding could not be determined. An unexpected medical intervention was a result of case specific circumstances, as balloon angioplasty was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a navitor vision was selected for implant using a small flexnav delivery system. The device was implanted. Post-procedure a peripheral angiography of the right femoral artery revealed an extravasation of the vessel. A balloon angioplasty was performed, which resolved the extravasation. The user believed the extravasation was caused during the exchange of devices with the sheath used for pre-balloon aortic valvuloplasty and inserting the delivery system. The patient status was stable.